Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During servicing of the on-line blood gas monitor in the repair center, the blood pressure monitor generated a "checksum" failure during the final test. A new arterial printed circuit card was tried which did not resolve the problem. A new (B)(4) printed circuit board was also tried and did not resolve the problem. A new blood pressure monitor was used which resolved the issue and passed all the testing. Since the event occurred during servicing of the device, there was no pt involvement during this event.